Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered painful intercourse, recurrence of incontinence, and erosion into the vaginal wall. No further info has been provided.